Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the screen went blank, but the unit continued to operate with a blank screen. No patient harm.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair of this device that were unsuccessful. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.